Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the robotics coordinator and confirmed that the issue has not recurred. The fse checked the system logs and found no errors. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the caller stated the generator was firing on its own with no pedal input. The technical support engineer (tse) found no related errors in the system logs. The caller was not able to provided further specifics and the tse was not able to troubleshoot the issue. The procedure was completed as planned with no reported injury.